Manufacturer narrative:
Additional information received indicated that the pacing impedance measurements decreased to 1693 ohms. All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during the implant there were difficulties placing this right ventricular (rv) lead. Following appropriate placement the pacing impedance measurements were approximately 2,300 ohms. Pacing threshold measurements were stable. The lead remains implanted.